Event description:
It was reported that sterile water did not enter in the foley catheter during pre-test.

Manufacturer narrative:
Initial reporter phone: (B)(6). Full facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received four (3) photo samples. The first photo was a top view of the 2 way catheter with return syringe. The second photo was a zoomed in view of the bifurcation site. The third photo was of the inflation valve with batch# ngjs0407. Received 1 all silicone foley catheter with syringe. Verified material number 2758j16 and manufacturing lot number ngjs0407. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation resistance encountered when injecting 10ml mbs using returned syringe. Small tear noticed at valve lumen; however, no leaks were present. The balloon was dissected and found that the notch is completely perforated. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not enter in the foley catheter during pre-test.